Event description:
Patient reporting deterioration of right implant's shell. Physician confirms "pain in the right mammary gland, heterogeneity of the contour of the right mammary gland during palpation. According to ultrasound of the mammary glands, a picture of a rupture of the right implant was revealed. After the explanting surgery, on examination, there was a complete rupture of the implant with the presence of silicone gel in the capsule cavity, with the formation of capsular contracture." The record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, lot number 3106902 and catalog tsm-346 red biological tissue in the device and broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.